Event description:
A home patient (hp) contacted baxter's technical service center to report a burnt smell on the homechoice (hc). The hp stated she was not connected to the device. The hp stated that when she turned the machine on it smelled like burnt peanuts. The baxter technical service representative (tsr) initiated a swap. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrived. There was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue of burning odor would not be confirmed in the device logs and was not duplicated during the evaluation performed by the pal (product analysis lab). The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The device powered up with no problems. Three simulated therapies were performed and completed successfully. An internal inspection revealed no signs of overheating or any indications consistent with the reported issue of burning odor. A review of the device logs revealed no anomalies. A review of the previous service record, showed the device passed all required tests and calibrations prior to its release. The reported problem was not confirmed. The assignable cause for burning odor was undetermined.